Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. As received, the battery charger would not power on. Upon svc investigation, there was an md5 failure during reprograming of the charger, which is a flash memory failure. Additionally, the battery board was contaminated due to ingress of an unk liquid. The cause of the charger not powering on was isolated to flash memory components u102 and u105 on the computer analog board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective components. The pt rec'd a replacement charger/modem.